Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/11/2020. Additional information: corrected information: d4, h4: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch qabhqc; mfg. Date -1/28/2020; exp. Date - 12/31/2024. Batch ppbeuk; mfg. Date -12/30/2019; exp. Date - 11/30/2024. A manufacturing record evaluation was performed for the finished device possible batch qabhqc, m650g55 and ppbeuk, m650g55 and no non-conformances were identified. Additional h3 investigation summary: it was reported that the suture was broken during use for sternum fixation. Two unopened samples of product code m650, lot # qabhqc were received for evaluation. The product code is multistrand count and each packet contains four strands single armed. During the visual inspection of two unopened samples, no defects were found on the package. The samples were opened, and each packet contains four strands single armed. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open-heart procedure on an unknown date, and a suture was used. During the procedure, the suture broke during use for sternum fixation. There were no adverse patient consequences reported. No additional information was provided.